Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, the patient experienced a ventricular fibrillation (vf) arrest. The device charged and attempted to deliver high voltage therapy, but since the right ventricular (rv) lead had a low defibrillation impedance, it caused the vector to switch. This allowed the rv lead to deliver the high voltage therapy appropriately. Two additional high voltage therapies were delivered and the final high voltage therapy was able to terminate the vf episode. All of the high voltage therapy that was delivered was appropriate. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.